Event description:
It was reported that three (3) em2400 valve set leaked m.v.I. (Multi-vitamin infusion) from port 2. This issue was identified during delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured on march 31, 2022 to april 01, 2022. H10: three (3) used samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on all three (3) samples and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.